Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (model zct225 +14.0 diopter) was implanted in the patient's right eye on (B)(6) 2017. It was later explanted on (B)(6) 2018 and replaced with another lens, same model higher diopter (+15.5 diopter). There was no incision enlargement or vitrectomy, but one suture was used. The doctor stated that it was her error in placing the wrong lens. The patient recovered with no further issues. Also, that the calculation was incorrect, which left the patient with residual astigmatism and being farsighted. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 5/2/2018. Device returned to manufacturer? Yes. Device evaluation: the device was received at the manufacturing site for investigation. Visual inspection with the unaided eye shows the product is damaged and incomplete, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Historical data analysis: the search in complaint history revealed that no similar complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.